Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level was high of 555 mg/dl. Customer's current blood glucose level was up to 400 mg/dl. Customer reported that insulin pump had insulin flow block alarm. Customer was unable to complete troubleshooting for insulin flow block alarm. Customer declined to troubleshooting for high blood glucose. It was unknown whether the customer using auto mode feature at the time of reported event. Insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.